Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that the ptd device was being used on a female patient. The percutaneous thrombolytic device (ptd) was inserted into the patient's left arm fistula. In the middle of the procedure when the basked was activated, the orange part of the over-the-wire catheter fell inside the patient's fistula. At which time, the physician placed a snare from the opposite entry of the fistula, and the orange portion of the catheter was removed. The physician was able to complete the procedure. There was no delay in treatment and no patient complications were reported.